Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.